Event description:
It was reported that the patient had the spinal cord stimulator for a long time and it hadn't worked for a long time. It was reported that the patient had a failed device and it was removed. There was no injury and the patient recovered without sequela.

Manufacturer narrative:
Product ID: neu_tlock_anchor, product type: accessory. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer. Patient product ID: 3888-33, lot# j0340659v, implanted: (B)(6) 2003, product type: lead. Product ID: 3550-09, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the neurostimulator model 7427 serial # (B)(4) and extension model 748951 serial # (B)(4) showed no significant anomalies. Analysis of the plug/cap accessory model 3550-09 and twist lock anchor showed no anomalies. Analysis of lead model 3888-33 lot # j0340659v showed that all conductors were broken 9.4 cm (measured from the distal end) at or near the site of the twist lock anchor component. The body of the insulation was cut through and the lead was segmented. All circuits were determined to be open. The continuity was reported as acceptable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.